Manufacturer narrative:
H6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. The field report states that log files would be available, however there are no log files for review and therefore a definitive conclusion could not be reached. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue or user error. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a cori tka procedure, the femur bone model fully appeared after taking a few points on smart mapping screen, they used the green dots to collect everything and move forward with a delay of less than 30 minutes. There were no issues after that. No other complications were reported.